Event description:
It is reported that the t-handle threads broke off of the femoral trial when it was being impacted with the mallet. All pieces were accounted for. No harm came to the patient.

Manufacturer narrative:
Evaluation summary: the instrument has a field age of approximately 6.5 years; however, the actual usage of the instrument is unknown. Upon examination, the threaded portion of the insertion handle is broken off, just above the top thread, and remains inside of the femoral cut guide. When tightly fixed, some load will be transmitted through the shoulder of the insertion handle. It is possible that off-axis impacts contributed to the fracture. Without knowing the exact sequence of events and other relevant details, the exact cause for the fracture cannot be determined at this time. Evaluation: one dimension was taken at the fracture site and it conforms to the print specification. Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.